Manufacturer narrative:
The manufacturer submitted incorrect information in the MDR 2518422-2021-08234-1. Please disregard the previously submitted follow-up report.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5103790) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5103790) alleging sinus problems, breathing problems and scarring of lungs related to a CPAP device's sound abatement foam. The patient was prescribed steroids in response to the reported events. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect - clinical code has been corrected and type of investigation, investigation findings, investigation conclusions has been updated in this report.

Event description:
The manufacturer received information alleging a patient became cyanotic while using a ventilator. The patient was manually ventilated and recovered. According to the reporter of the event, the patient was being moved to a stretcher when the incident occurred. A nurse intended to power off a pulse oximeter, but inadvertently powered the ventilator off. The ventilator was off for approximately ten minutes causing the patient's cyanosis. The manufacturer concludes the event was not caused by a malfunction or failure of the device. The event was caused by the ventilator being inadvertent powered off.